Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The tibial plate and articular surface are returned for evaluation. Signs of being implanted scratches was identified in proximal and distal surface of the tibial plate. DHR was reviewed and no discrepancies relevant to the reported event were found. Initial op notes dated (B)(6) 2014 demonstrated that the patient had left tka due to advanced degenerative arthritis. Revision op notes confirmed that the tibia was found to be grossly loose and had subsided. The tibia was easily removed. The femoral component was inspected and found to be solid with a small amount of bone loss around the lateral condyle. The surgeon felt this was acceptable. A 5 mm augment was required due to bone loss of the medial side of the tibia. X-ray review confirmed that the tibial component of the knee arthroplasty is loose, rotated and partially subsided. There is no evidence of femoral component loosening. Alignment is anatomic. There is no fracture. The bones are osteopenic. The root cause was determined was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00599604801 ¿ ng fluted stem tib plt sz 5 ¿ 62584805, 00596204012 - articular surface ¿ 62587979, 00111214001 ¿ palacos ¿ 77864368. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02772, 0001822565 - 2019 - 02773.

Event description:
It was reported that a patient underwent knee revision approximately 5.5 years post implantation due to pain, loosening, subsidence, and decreased range of motion. During the procedure, the tibial component was removed and replaced. Attempts have been made, and no further information has been provided.